Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported the ipg is unable to communicate with the charging system. The patient stated she has lost weight and the ipg feels slightly tilted in the pocket. In addition, the patient reports she was able to recharge approximately a week and a half ago. Troubleshooting and a replacement charging system did not resolve the issue. Follow up information identified the patient underwent surgical intervention to remove and replace her ipg on (B)(6) 2015 which resolved the issue.